Event description:
The suture ring broke into three pieces. Two pieces were retrieved from the pt and one piece is still missing. The pt was brought out of anesthesia early to ensure that all limbs were moving. No pt injury has been reported as a result of this incident.